Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ (10/02/2014). The lay user/patient¿s product(s) has been returned and evaluated on 09/13/2014 (meter) and 09/30/2014 (test strips) by lifescan product analysis with the following findings:error message was not observed in the error log, and error could not be reproduced during the investigation. The test strips were also tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.